Manufacturer narrative:
Power inlet cable.

Event description:
It was reported by service report that the power cord and power inlet was damaged. No patient involvement or adverse consequences are reported.